Manufacturer narrative:
The pad-pak was first installed on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2013. The device failed a self-test due to a low battery on the (B)(6) 2013, a further pad-pak was installed on the (B)(6) 2013 and passed all self-tests up to the (B)(6) 2015. Multiple manual power ups of less than one minute duration were observed in the device memory between (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute time outs recorded in the history log, the one minute time outs may suggest the device was switching on automatically and the user was intervening by switching the device off. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switches on automatically.